Event description:
Filter did not open completely on insertion. Physician attempted to open filter with a wire and a catheter. He was not successful. Patient was returned to their room and discharged. No patient injury reported.